Manufacturer narrative:
Evaluation summary:the instrument was returned with the anti-backup non-functional. However, the instrument was cycled, fed and formed the clips properly. No anomalies were noted on the feeding feature of the instrument. No conclusion could be reached based on the analysis results as to what may have caused the reported incident. While we were unable to re-create the event, we have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a coronary artery bypass procedure, the clip would not advance. Another device was used to complete the case. There were no adverse consequences to the patient.